Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported there were signs and symptoms of infection at the ins site. The healthcare provider (hcp) ordered antibiotics for the patient.